Event description:
The customer reported to olympus, during reprocessing, the endoscope tested positive for microbial contamination. The test reports have been requested. At this time, no additional information has been provided. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was evaluated. During inspection, it was noted there was a gap in the adhesive on the bending section cover, angulation in the up direction was out of specification due to wear on the angle wire, the distal end was scratched and shaved, the adhesive around the lenses was worn, and the light guide lens was chipped. Once the investigation has been completed, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The user's culture test results were not provided. The legal manufacture noted no obvious deviation from instructions for use (IFU) was confirmed from the review of the reprocessing steps provided from the user. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.